Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported an occlusion alarm occurred during basal delivery. Customer changed supplies and resumed insulin delivery successfully. The customer's blood glucose level was 200-500 mg/dl.